Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, a wire in the trunk cable was making an intermittent connection, causing the service code 204. The exact wire that was causing the failure could not be determined. The root cause for the defective trunk cable wire could not be positively identified. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6), male, pt, called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.